Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged twice during deployment. The first recapture was performed with some difficulty and during the second recapture it was unclear whether the recapture was far enough with the nose cone change. During the third deployment attempt, at 80% deployment, a dissection in the ascending aorta was noted via transesophageal echocardiogram (tee). The valve was successfully implanted and appeared to help seal the dissection flap. The patient¿s pressure stabilized with medication. The cause of the dissection was not known. After the delivery catheter system (dcs) and non-medtronic sheath were removed from the patient, and a non-medtronic closure device was utilized, the patient¿s pressure dropped 50-60 mmhg and contralateral peripheral angiogram showed a right external iliac artery perforation. A wire was inserted and advanced to the perforation; two non-medtronic covered stents were deployed to occlude the perforation. It was unable to be determined whether the cause of the perforation was related to a previously used non-medtronic sheath or the dcs. A blood transfusion was administered. No further treatment was provided. No further adverse patient effects were reported.